Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would alter or change any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee procedure, the bearing wouldn't seat to the tibial plateau. The surgery was completed with another bearing after a thirty minute delay. The surgeon found there were protuberances inside the dorsal clamps.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the dovetail feature was flared and compressed. The ap measurement and height were conforming to print specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Compression of the articular surface dovetail can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the nexgen lps-flex fixed bearing surgical technique. The root cause of the reported issue is attributed to use error. A copy of the investigation has been sent to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.